Event description:
Additional information received from physician on december 16th 2019. Upon the planned laparoscopic portion of the procedure for a bilateral tubal ligation, blanching of the uterine fundal serosa from midline toward the right cornual region was noticed. Anatomic review revealed a thermal injury to the bowl mesentery without apparent vascular compromise. The bowel itself appeared to be uninjured. The patient was observed in the hospital for a couple of days and was discharged home doing well. The patient is scheduled for a follow-up sigmoidoscopy to ensure that there is no compromise to the bowel in the region of the mesenteric injury.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, after performing the ablation, the physician viewed the cavity with a hysteroscope and saw a perforation in the uterus and thermal injury to the bowel. Attempts to obtain additional information have been unsuccessful.